Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer . The investigation concluded that the afgo valve, the control printed circuit board and the fresh gas o2 module were faulty and needed to be replaced. No device logs were received but the replace parts were returned for investigation. Our investigation show that the afgo valve which function is to direct the patient gas either to the patient cassette or to the afgo connector, had a defective pilot valve which prevented the gas from being supplied to the afgo connector. The fresh gas o2 module was found with a defective delta pressure sensor on a printed circuit board inside the module. The delta pressure sensor had a drift in the zero pressure value which led to an increased flow from the module and thus caused a failure during system check out. During ventilation, the airway pressure is increased. Alarms for high airway pressure are generated and the fresh gas safety valve opens to achieve a pressure relief to protect the patient. The root cause of the findings has not been determined.

Event description:
It was reported that several subtests failed during system check out. There was no patient connected to the anesthesia workstation during the event. Manufacturer´s ref #: (B)(4).